Event description:
Additional information reported the event was "over" and that "the patient had healed."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient was implanted with a spinal cord stimulation (scs) system that ¿everything went well but his body rejected the wire of the lead.¿ it was stated the lead had been replaced and that ¿this happened three times.¿ no further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.